Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing came off at the quick release as the patient stated that something had been coming off, 10 times it kept coming apart during normal activity. The site location was patient's abdomen, and the pump was located on the same side in relation to the site location. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
On (B)(6) 2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2021, it was reported that the patient's infusion set's tubing came off at the quick release as the patient stated that something had been coming off, 10 times it kept coming apart during normal activity. The site location was patient's abdomen, and the pump was located on the same side in relation to the site location. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.